Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from multiple healthcare providers (hcps) regarding a system which was believed to be delivering fentanyl and bupivacaine at unknown concentrations and doses. The indication for use was non-malignant pain. It was reported on (B)(6) 2015 that a patient had "gone through withdrawal in the past" and was nervous about not having someone read the pump after an MRI (magnetic resonance imaging) scan. The reporter did not know when the withdrawal had occurred and thought it was "probably due to a missed refill." Additional information received reported that the patient did not report the event to the healthcare professional and there were no symptoms reported. The patient had been seen (B)(6) 2014 and (B)(6) 2014. The patient did not call the hcp or make any complaints. No problems were encountered at the fill appointment. The cause of the issue was unknown. Additional information was received from the healthcare provider. The patient was seen in the clinic for a fill on (B)(6) 2014. She was not in withdrawal at this appointment or any around this date. Information was requested regarding the event date, troubleshooting/diagnostics performed, actions/interventions taken, and patient outcome, but no additional information was received. A supplemental report will be submitted if additional information is received.